Event description:
Procedure: laproscopic cure of bilateral hernia. Devices used: salute handle + shaft - 0113036, serial # 3481. Disposable cartridge - 0113035, lot # 43aqd683 & b braun mesh, kron type. The surgeon made several blank trials: no problem. During the procedure, in order to make the fixation easier within the patient, the surgeon asked the nurse to press the braun mesh. The salute did not make a loop, instead, the needle went completely through the abdomen and jabbed into the finger of the nurse who was wearing 2 pairs of gloves.